Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the motor device, it was observed that the device for failed rotational speed. It was noted that the rotations per minute (rpm¿s) were below manufacturing specifications. During repair it was found that the vanes of the motor device were worn out causing the low rpm¿s. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device failed rotational speed. It was reported that the rotations per minute (rpm) were below specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.